Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced temporary loss of dexcom g7 continuous glucose monitor (cgm) pairing with the ilet following a firmware update, after which the cgm reconnected to the ilet without alerts or alarms and education was provided regarding brief, self-resolving signal loss. No adverse clinical symptoms reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. User support included customer service troubleshooting and education regarding cgm-to-ilet communication and expected transient signal interruptions post-update. Investigation of this case revealed that the system resumed normal communication without evidence of sensor failure or persistent communication malfunction. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interruption associated with routine post-update reconnection behavior.